Manufacturer narrative:
The device return is anticipated; however, the device has not been received by verathon as of the date of this report. Verathon continues to investigate the reported event, and a supplemental report will be submitted in accordance with 21 cfr 803.56 if additional information becomes available.

Event description:
A customer reported that their glidescope go 2 monitor would not consistently power on and sometimes shut off during use mid-intubation. It was reported that when the device did power on, it displayed an image and connected properly to the laryngoscope blade. No physical damage to the device was reported and the device indicated it was charging when connected to the battery charger. No delay in procedure, use of a backup device, or harm to the patient was reported.